Event description:
It was reported that the touch screen on the device did not work when the customer attempted to use it for a procedure. According to the customer it has been to a third party for repair. There was no patient/user injury and no medical intervention reported. It is unknown if the patient had received anesthesia as attempts to obtain this information have been unsuccessful. Two procedures were cancelled due to the issue.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. The reason for the serialization starting with 90044 is to provide clarification following a change in stryker's electronic complaint systems.